Event description:
It was reported that the patient was implanted in (B)(6) 2024 with this inflatable penile prosthesis (ipp). During ongoing healing, the device was revised in (B)(6) 2024. After proper recovery time, the patient presented with discomfort. During an evaluation, it was noted that one of the cylinders had migrated out of the coral body. The ipp was explanted and replaced with a malleable device. There were no additional patient complications.